Manufacturer narrative:
For the results of the investigation activities please refer to investigation report attached ("bhcx0370_investigation_rmd").

Event description:
Plasma leakage from pump head requiring emergent change out.

Event description:
Plasma leakage from pump head requiring emergent change out.

Manufacturer narrative:
Additional information related to the event will be available after investigation of returned device, which could be addressed in a follow-up report.